Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On 2016-03-07, information was received from a consumer regarding a male patient who was receiving morphine (dose and concentration unknown) via an implantable pump for spinal pain. On an unknown date, when the patient coughed, ¿the pump bothers him, it buckles him.¿ the patient speculated that maybe the tip got plugged and so the morphine is going in the wrong spot. The patient planned to speak to his physician regarding the event. Additional information received on 2016-sep-13 reported the pump was loose. Patient stated it is unknown if the pump flipped because it is so loose that it moves up and it buckled him over and felt like someone was cutting him with a knife. No symptoms were reported. It was reported patient's back was burning like he was on fire and believed the catheter was plugged again, so an magnetic resonance imaging (MRI) was performed. Patient reported not getting any pain relief and stated he has his pump filled once a year and it was not on a high enough dose. Patient relocated from tennessee and it worked excellent there and it was filled every 3-4 months. Patient stated that they played with it here and ever since then it has not worked and they will not give patient relief medicine. Healthcare professional (hcp) called and stated patient informed they to call and check pump post MRI. It was reviewed the role of a manufacturer representative and provided contact information for the national answering system (nas) and call was transferred to nas. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.